Event description:
It was reported that balloon rupture occurred. A 6.0 x 200, 75cm mustang balloon was advanced for dilation. However, while inflating the balloon inside the stent graft, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 200, 75cm mustang balloon was advanced for dilation. However, while inflating the balloon inside the stent graft, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. The device was removed without any problem and the patient was in a very good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was tightly folded, which indicates that the device was not subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionizes water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 22 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per specification, the rated burst pressure for this device is 22 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present in the correct position on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 200, 75cm mustang balloon was advanced for dilation. However, while inflating the balloon inside the stent graft, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. The device was removed without any problem and the patient was in a very good condition post-procedure.